Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con): information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that for the past 2-3 years, the spinal cord stimulation has made his pain worse and that he is not getting therapeutic relief from his spinal cord stimulation. The patient does keep his implantable neurostimulator charged. Additional information was received and patient stated that the stimulator was currently not working. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that device programming and change in symptoms led to the report that patient was not getting therapeutic relief from his spinal cord stimulation. The pain was not relieved by increasing the level of stimulation. The rep was able to reprogram the device and it appeared to be helping.